Event description:
A customer shared patient sample data with ocd¿s technical solutions center generated to compare vitros troponin I es patient sample results between two vitros analyzers (vitros eci vs vitros 5600). The results from two of the patient samples from two different patients were discordant between the analyzers . The customer considered the results generated from the vitros 5600 analyzer as the true results for the patients in question. Patient 1, sample 1: vitros tropi es 0.076 ng/ml vs. Expected 0.024 ng/ml. Patient 6, sample 1: vitros tropi es 0.024 ng/ml vs. Expected 0.076 ng/ml. During the investigation an additional higher than expected vitros I es result was obtained from a troponin I free patient sample pool run on the vitros eci immunodiagnostic system. Troponin I free patient sample pool: vitros tropi es 0.163 ng/ml vs. Expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The unexpected troponin I results generated on the vitros eci analyzer were not reported to a clinician. No allegations of patient harm were made as a result of the events. (B)(4).

Manufacturer narrative:
The investigation confirmed that discordant vitros troponin I es results from two different samples collected from two different patients were obtained on a vitros eci immunodiagnostic system when compared to the same sample results obtained from a vitros 5600 integrated system. In addition, an additional higher than expected vitros I es result was obtained from a troponin I free patient sample pool run during the investigation. The most likely assignable cause was instrument related, as tropi es within-run precision test results indicated the vitros eci instrument was not performing as intended. Service actions were performed, and the investigation into the cutomer's eci analyzer is ongoing. The possibility that pre-analytical sample handling had contributed to the event could not be ruled out. The investigation determined that the reagents were unlikely to have contributed to the events.